Event description:
It was reported that a 62 yo female patient, initial left knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 3 years 9 months post the initial procedure due to complaints of stiffness in their left knee. The patient presented with decreased flexion. Under anesthesia, the surgeon assessed the rom. A synovectomy was performed around all the implants. The implant was removed using an osteotome. The original poly showed no obvious issues or abnormalities. The original poly was tight within the knee joint and took multiple instruments to remove. The surgeon continued performing a synovectomy and used a cobb to perform minor releases within the joint. The surgeon then used a logic style sz 2.5 - 9mm poly trail to trail through a rom with a thinner option than what was in there, to begin with. The surgeon used a mallet on the poly handle to help get the trail inserted into the tibia tray. Once the trail was inserted the knee was taken through a rom. The 9mm was decided on, as it helped increase flexion and still kept stability. The surgeon requested for a non-recalled size 9mm for the 2.5 femur to be opened. The knee joint and surrounding wound was irrigated well. The new 9mm ps poly implant for the sz 2.5 was implanted into the knee and a final rom was performed. The surgeon was satisfied. The surgeon does not believe the patient's complaints and presented issues are due to the poly recall. The patient left the or stable. The device is available for return.

Manufacturer narrative:
Concomitants: 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 (B)(4), 02-022-35-2511 - truliant tib imp ps insert sz 2.5 11mm (B)(4), 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t (B)(4), 200-02-32 - three peg patella 32mm (B)(4), additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
No additional information.